Manufacturer narrative:
Concomitant medical products: product ID: neu unknown, lot #: unknown, product type: extension or lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu unknown, UDI#: (B)(4). *please note that, per b5, the suspected cause is a broken conductor, but it is not known if the broken conductor is related to the extension or the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the high impedance was due to suspicion of fracture of the internal conductors, but it was unknown which component this was related to. The cause of the difficulty communicating was unknown, however, it was possible they were able to communicate without problems now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient was hospitalized for dbs stimulation adjustment. At that time their impedance values were normal. The patient then fell on their ins implant location a week ago. They then contacted their physician that their stimulation was bad. The patient noted a doctor mark was displayed (the stimulation on/off was not confirmed) when they tried to interrogate with the patient programmer. The hcp then tried to interrogate using a physician programmer, it was not possible to communicate at first however it eventually became possible to communicate with the ins. Therapy impedance measurement indicated c+; 3- was high. Therapy and electrode impedance was measured 10 minutes later and they were within normal range (within 1000 ohms). They were measured a third time and it was confirmed both therapy and electrode had high impedance in the current settings. Since high impedance was not seen in other electrode combinations, the patient was reprogrammed and the issue was considered resolved.